Manufacturer narrative:
(B)(4).

Event description:
The consumer via a healthcare provider reported that the patient was getting a lumbar and shoulder MRI due to back pain. This pain had been present since 2013. The patient also had hip and leg pain. It was noted that the implantable neurostimulator (ins) helped briefly and then pain returned. The patient also had weakness in both legs, was in a wheelchair, and had swelling on both feet with left foot drop. The patient brought their programmer to a scheduled MRI on (B)(6) 2015 and the programmer was showing an end of service (eos) message. It was noted that this eos message was seen in 2014 so the first date of the eos message being displayed was unclear. The device was off and no longer providing therapy. The patient was indicated for spinal pain. No MRI results, cause of the pain, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.